Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen at center for device evaluation. Testing performed confirmed that the device as no longer functioning. Surgery to explaint the pt's device is to be scheduled.